Manufacturer narrative:
Although it is unknown which of the devices led to the event, however, we are filing this report for notification purposes. Following devices were involved: (B)(4), p000058, (B)(4). The 906-521. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l4/5 due to lumbar spinal canal stenosis. During the surgery, when the intervertebral disc tissues were dissected and removed with the herniated forceps, bleeding occurred after a 18 mm straight cobb was inserted and it slipped and entered the patient¿s body. It is considered that vessel was damaged causing hemorrhage when the cobb slipped in use. The surgeon could not figure out the point of bleeding. However, bleeding from external iliac artery was observed, which was on the opposite side from the insertion point. Traces like biting with the herniated forceps were confirmed in the blood vessel. The blood loss was 1200 ml. The patient was slightly spondylolysis. The surgeon packed integran and gauze in the bleeding area and left them for 5 minutes and pulled out, and the bleeding temporarily stopped. The doctor of anesthesiology suggested stopping the surgery right away but the surgeon decided to perform anterior fusion before closing the incision. The surgeon filled bone to a cage after deciding the size of cage with trial, then the cage was inserted in proper position. The surgeon tried to stop the bleeding(which happened again) before closing the incision, but it did not stop. So a surgical doctor was called to stop the bleeding with laparotomy but it did not stop, and the patient passed away due to cardiovascular arrest. There was a delay of more than 60 minutes as a result in the overall procedure time.

Manufacturer narrative:
The lot# of part 906-521 used in the surgery is gz14k006. If information is provided in the future, a supplemental report will be issued.